Event description:
It was reported that during preparation for a pci procedure, the iq marker guidwire fractured. According to the customer, "there was fracture segment in the guidwire upon unpacking." The event occurred outside of the patient and the device was not used. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "normal."